Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of the event is estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient quit charging their system due to the patient no long having pain, and their ipg became inoperable. Surgical intervention took place wherein the system was explanted to address the issue.